Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.